Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17696. It was reported that the patient expired a few days following an MRI (magnetic resonance imaging) and the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: previously reported awareness date should have been 13 mar 2020.